Manufacturer narrative:
As reported in a research article, "coronary ostial obstruction after redo sternotomy and aortic root replacement: case report". A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: coronary ostial obstruction after redo sternotomy and aortic root replacement: case report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: coronary ostial obstruction after redo sternotomy and aortic root replacement: case report.

Event description:
The article, "coronary ostial obstruction after redo sternotomy and aortic root replacement: case report", was reviewed. The article presented a case study of a 78-year-old female patient with a smoking history and a body surface area of 2.00 m2. It was reported on an unknown date in 2011, a 21mm trifecta valve was implanted. It was then reported on an unknown date, the patient presented with aortic valve stenosis and mild aortic regurgitation. A decision was made to perform redo sternotomy for surgical aortic valve replacement. The 21mm trifecta valve was explanted and replaced initially with a 21mm edwards lifesciences inspiris, however, coronary ostia obstruction was noted and right coronary artery was difficult to probe. A decision was made to replace the 21mm inspiris and perform aortic root replacement with composite graft 21mm edwards lifesciences konect resilia. The patient was discharged on post-operative day 15 to acute rehabilitation. [The primary and corresponding author was jessica briscoe, division of cardiac surgery, department of surgery, johns hopkins university school of medicine, 1800 orleans st, blalock 1255, baltimore, md 21287 (e-mail: jbrisco6@jh.edu].